Event description:
The patient received two leads with the same lot number. It was reported the patient is no longer receiving effective stimulation to the desired areas. Reportedly, there was no previous trauma and a lead migration hasn't been confirmed. As a result, surgical intervention may be undertaken to address the issue on a future date.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.